Manufacturer narrative:
The hemo-flow catheter was returned for evaluation. A suture was attached to one of the suture wings. Visual inspection revealed the proximal 1 cm of the lumen appears flattened and stretched, the hub is cracked along the full length of one side, and the extension tubes are cloudy approximately 1 cm above the hub. After decontamination the condition of the device suggests less than optimal care was taken in maintaining the device. The condition of the device indicates some type of exposure to an unknown substance that is not compatible with the device materials. Although the site care reported is the care that is provided by the hospital reporting the issue, it is possible that site care performed at other sites, as well as by the patient, may contain chemicals not suitable for this device resulting in the damage. The manufacturing process includes a 100% x-ray test in which all pieces are x-rayed looking for voids or damage to the hub and lumen areas. A 100% leak test performed is performed as the last step in the manufacturing process. This test is designed to detect holes, leaks, or weak areas that existed at the time of manufacture. The device was implanted and functioned for more than two years with no reported issues. A definitive root cause cannot be determined but is not likely related to the manufacturing process. Conclusion: considering that the device was implanted for more than 2 years before the crack was detected, and that there have been no changes to the tooling, molds, or methods of manufacture, it can be concluded that the root cause is not directly linked to the manufacture's processes. It is possible that the catheter was exposed to a solution or chemical that is incompatible with the device material. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During hemodialysis treatment, the nurse checked the patient and found the patient's bed and clothes were soaked in blood. The catheter broke apart in the plastic part with bleeding from a crack on the arterial side. The catheter was replaced immediately. The patient was stable.

Manufacturer narrative:
An investigation has been initiated. Currently waiting for the return of the device for evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.